Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator drawer was failed. A field service engineer (fse) confirmed pharmacy technician used the inventory list function to identify medications that were unavailable. Manually opened the affected drawer to simulate failure and recovered the drawer function. The fse performed software-level validation. Pharmacy staff successfully inventoried medications with no error messages displayed on screen. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, when nurses tried to remove an item from the refrigerator, the system had displayed an error as failed drawer and unable to recover. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.